Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a device check due to device vibration, the device was found at elective replacement indicator (eri) due to possible premature battery depletion. One month after eri, the device was unable to be interrogated. The device was replaced. Patient tolerated the procedure well with no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.